Event description:
A physician reported that during an intraocular lens (iol) implant procedure, the scratches were noted centrally on the intraocular lens, therefore the lens was explanted and discarded. Subsequently, the standby iol was implanted. There was a patient contact but no patient harm. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).